Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a bent awl tip tap. No other information was provided. There was no patient present when this issue was observed.

Manufacturer narrative:
Based on the additional information received, this event does not meet our further reporting requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the awl tip tap failed verification.